Manufacturer narrative:
The customer¿s report that the set leaked at the distal hub was confirmed. Visual inspection of the set observed no obvious damages or any issues. Examination under magnification of the engagement observed the tubing was not inserted fully within the luer component. Functional and pressure testing confirmed leaking at the engagement between the tubing and distal luer components. The root cause was due to an assembly sequence not being followed during the manufacturing process.

Event description:
The customer reported that the set leaked at the distal hub during a saline infusion. No patient harm was reported.